Event description:
Information was received indicating that smiths medical cadd-legacy pump gave "no disposable clamp tubing" alarm. The reporter also stated that it was confirmed if the cassette was attached to the pump properly. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. The patient switched to back-up pump and continued therapy. There were no adverse effects to the patient due to the reported event.